Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure of he common bile duct (cbd) performed on (B)(6) 2012. According to the complainant, during the procedure, the stent kinked but was able to be deployed, however the physician noted that the guide catheter had broken and remained in the stent. The rest of the delivery system was removed and the physician went back in to retrieve the broken guide catheter. The stent was left in place. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient was over 18 years old. (B)(4) - the reported event of guide catheter broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.